Event description:
It was reported that one week post-implant, high thresholds and a decrease in r-waves were noted. Oversensing was also noted. CT scan showed a perforation. The lead was successfully repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.